Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 205 mg/dl. Troubleshooting found the bolus amount was not recorded in the bolus history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test due to protruded/loose drive support disk. The insulin pump had cracked case at display window corner, minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.